Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a gastroscopy was performed secondary to chronic anemia. The source of bleeding was found to potentially be a polyp. A polypectomy was performed, and the patient was returned home.

Manufacturer narrative:
Related MFR # 2916596-2023-03845. E1: reporter phone number unavailable manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the onset of the anemia could not be provided. The anemia was treated by correcting source of bleed.